Event description:
Problem was post-angioplasty with cordis cypher coronary stent x 2, with sudden onset severe chest pain, significantly elevated blood pressure, shortness of breath, requiring hospitalization and intervention.